Event description:
It was reported that battery analysis was needed when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) due to a sudden decrease in battery percentage and suspected premature battery depletion. A review of the device data by technical services (ts) noted that the device was showing an increase in a gradual fashion and was consistent with premature battery depletion. The device should be explanted and returned. There was sufficient capacity to deliver at least six shocks before charge times exceeded fifteen seconds if the device is replaced within ninety days. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that battery analysis was needed when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) due to a sudden decrease in battery percentage and suspected premature battery depletion. A review of the device data by technical services (ts) noted that the device was showing an increase in a gradual fashion and was consistent with premature battery depletion. The device should be explanted and returned. There was sufficient capacity to deliver at least six shocks before charge times exceeded fifteen seconds if the device is replaced within ninety days. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that battery analysis was needed when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) due to a sudden decrease in battery percentage and suspected premature battery depletion. A review of the device data by technical services (ts) noted that the device was showing an increase in a gradual fashion and was consistent with premature battery depletion. The device should be explanted and returned. There was sufficient capacity to deliver at least six shocks before charge times exceeded fifteen seconds if the device is replaced within ninety days. The device was explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that battery analysis was needed when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) due to a sudden decrease in battery percentage and suspected premature battery depletion. A review of the device data by technical services (ts) noted that the device was showing an increase in a gradual fashion and was consistent with premature battery depletion. The device should be explanted and returned. There was sufficient capacity to deliver at least six shocks before charge times exceeded fifteen seconds if the device is replaced within ninety days. The device was explanted and is expected to be returned. No additional adverse patient effects were reported.